Event description:
A patient's leads were explanted and replaced due to high impedance readings, and a loss of therapeutic effect. A lead fracture was initially suspected. The neurostimulator device was explanted due to the battery being near its suspected end of life. The extensions could not be adapted, so they were replaced also. The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.